Manufacturer narrative:
Only the pump was received by the manufacturer. Analysis of the pump on 2017-mar-15 revealed no anomaly. The catheter access port (cap) was aspirated and was found to be patent. The pump tested within specification for dispense accuracy at 300 ul/day and 24,000 ul/day. The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Destructive analysis of the motor assembly did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. It was reported that the physician was the one who first notified the manufacturing representative of the issue when they opened the pocket during surgery. The manufacturing representative did not know the cause of the inability to aspirate.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 20 mg/ml bupivacaine at a dose of 4.396 mg/day and 15 mg/ml hydromorphone at a dose of 3.297 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a routine pump replacement, a white substance was noted in the pump pocket and on the pump. The pump was replaced and returned for analysis. It was a routine pump replacement and upon opening the pocket, the healthcare provider (hcp) noticed a white substance throughout the pocket and on the pump. The catheter could not be aspirated, but the patient was not having any therapy issues. The hcp did not replace the catheter. A back table prime was done. There were no symptoms reported, the patient was doing fine with the therapy per the hcp. The substance was not cultured and there was no infection.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a manufacturer's representative on 2017-feb-14. It was stated that on (B)(6) 2017, a the pump was explanted due to normal end of service (eos)/ prophylactically replaced to avoid in-vivo battery depletion. When the pocket site was opened, the healthcare provider observed a strange white film caking the pump. It was stated that the doctor thought it was calcification or erosion. It was stated that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.